Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, water invaded the scope connector during user handling causing the electrical components to be damaged and the error message e315 was displayed. The event can be detected/prevented by following the instructions for use which state: chapter 3 preparation and inspection. This section explains the equipment to prepare before using this product and how to check it. 3.1 preparation and inspection flow this section shows the work flow explained in this chapter. Before use, be sure to perform the preparations and inspections listed below. In addition, regarding related equipment used in combination with this product, please check according to their ``electronic attached documents'' and ``instruction manuals.'' If any abnormality is suspected during inspection, take appropriate action according to "chapter 5: if an abnormality occurs." If it is obvious that the endoscope is malfunctioning, do not use it and send it in for repair according to ``5.4 when sending the endoscope for repair.'' ¿ if an endoscope with a suspected abnormality is used, it may not only malfunction, but may also damage the device or injure the patient or operator. Chapter 5 if an abnormality occurs this section explains what to do if an error occurs. Olympus will continue to monitor field performance for this device. 5.1 if an abnormality occurs if any abnormality is suspected when inspected according to "chapter 3 preparation and inspection", do not use it and refer to "5.2 identification of abnormality". Please take action according to the following. If the endoscope still does not return to normal condition, send it in for repair according to "5.4 when sending the endoscope in for repair." In addition, if any abnormality occurs while using the endoscope, immediately stop using it and follow the instructions in ``5.3 removing the endoscope with abnormality''. Carefully withdraw the scope from the patient. Never use the endoscope if you suspect an abnormality. Not only does it not function properly, but it can also cause injury to the patient's body cavity and the surgeon. There is a risk of injury or damage to the equipment. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited a scope communication e315 error. There were no reports of patient involvement.